Manufacturer narrative:
(B)(4).

Event description:
On 03 october 2019, information was received via us mail referencing blog site comments and complaints dated from 2008 to 2019. No contact information is available for the individual respondents posting the blog comments. On (B)(6) 2013, a blog respondent posted, wearing acuvue oasys lenses for about 8 years. In 2010 respondent reported that ¿my eye was hurting all day.¿ the contact lenses were removed. ¿I put them back in and go on my merry way throughout the night it went from a sand paper feeling to horribly red eyes then to sever light sensitivity.¿ respondent reported wearing the lenses ¿all night hurt too much to even have fun¿ then removed and cleaned the lenses and fell asleep. The next morning the respondent was seen in an e.r. Diagnosed with ¿pinkeye¿ and instructed to ¿get some meds from the store.¿ the post also indicated, ¿went home realized I had this nasty white spot on my iris, went to a different doctor turns out it took us 2 weeks to figure out that I had a corneal ulcer took 3 different eye drops every hour for the next 3 months to heal. So now I have a slight scar that I can see at night when my pupil expand.¿ the lot number of the product discussed is not available. No additional information is available. This event is being reported as a worst-case event as we were unable to verify the diagnosis and treatment. If any further relevant information is received, a supplemental report will be filed.